Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable ck creatine kinase result for one patient tested on a cobas 8000 c 502 module. The initial result was reported outside of the laboratory. The doctor questioned the result because the ck result from (B)(6) 2022 was high and he believes that the result should not have significantly decreased in one day. The patient's initial sample was no longer available for a rerun. A new sample was collected from the patient. On (B)(6) 2022 at 1:53, the initial result was <7 u/l with a data flag. On (B)(6) 2022, the result of the new sample was 15564 u/l. The reagent lot number is 575406. The expiration date was requested but not provided.

Manufacturer narrative:
The calibration data did not indicate an issue. The qc was noted to be within the customer¿s specified ranges. There is no indication for a performance issue of the reagent. Rack adapters were in use at the time of the event. There were no other pre-analytical data submitted. The alarm trace indicated reagent short alarms and abnormal aspiration alarms. The field service engineer (fse) inspected the instrument. He checked all the reagent and sample probe adjustments. He also checked the wash pressure. The fse did not find any hardware issues and could not find a root cause for the event. He verified the instrument's performance through precision checks with acceptable results. The field application specialist (fas) also performed qc with acceptable results. The customer tested their qc system with acceptable results. After service, no further issues were reported by the customer. The investigation determined the issue was resolved. The cause of the event could not be determined.